Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized four days after the onset of the peritonitis. The patient was treated with ceftazidine intraperitoneally (ip) (1000 milligram) and cefazolin ip (1000 milligram) daily for ¿a couple of weeks¿ for the event. Three days after hospitalization, the patient was discharged and had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.